Manufacturer narrative:
(B)(4). Batch # p92z00. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 3 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damage causing the lockout failures. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out after the second firing. After that, the surgeon grasped the trigger several times and multiple clips ejected all at once. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.